Event description:
Facility alleges blood leak (rupture) during dialysis. 28th use. Dialysis stopped; pt restarted on new dialyzer. Blood circuit discarded-estaimated blood loss 300cc. Pt stable post event.